Event description:
Patient undergoing right retrograde pyelogram, ureteroscopy and holmium laser lithotripsy. Laser fiber snapped while not in use on patient; slight delay in case as new fiber was needed. No harm to patient as it was not in use when it snapped.======================manufacturer response for laser fiber, fortec fibers (per site reporter).======================not known at this time.what was the original intended procedure?right retrograde pyelogram, ureteroscopy and holmium laser lithotripsy.device #1is this a laboratory device or laboratory test?no.